Event description:
The customer reported that at first sealing on pt, the re-grasp alarm occurred repeatedly and could not complete the sealing. No pt harm and nothing fell into the cavity. The device was returned with two broken and missing snap pins.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide add'l info on the proper method of assembling the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.